Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no bipolar function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was broken. The instrument failed the electrical continuity test. Further inspection found mechanical indentation/burrs on the bipolar yaw pulley which may indicate potential mishandling or misuse of the instrument. There was a detached fragment not returned with the instrument at bipolar yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.